Manufacturer narrative:
Investigation: no sample returned. Review DHR. Analysis and findings distribution history the complaint product was manufactured by epc under lot 212301 for csi in june/july 2021 (quality work order (B)(4)). Manufacturing record review DHR from iqc record (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc record-(B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions from the same account for the same lot number. There were no other complaints for this lot number from any other account. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause cannot be reliably determined as the product has not been returned. However, complaint history shows multiple complaints from the same account for the same lot number. There are no other complaints for this lot number. Based on this information and the complaint description, the issue could be attributed to the instrument possibly being exposed to excessive temperatures which can cause deformations in the staple and affect the assembly. The IFU states to "store at 61-77°f" and "do not expose to 122°f - avoid prolonged exposure to elevated temperatures. Do not use the staplers if the temperature circle on the front flap of the carton has change to red." Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. Was the complaint confirmed? No.

Event description:
The stapler had a mechanism disfunction, the first stapler came out, and after that no other staplers was deployed, but you could hear a "cluck" sound if you press the stapler gun to fire. Delay of over 30 minutes. 1216677-2021-00222-1: insorb 30 stapler 2030- e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
When dr fired the stapler, the staples got stuck in the nose of the stapler and then even if you try to fire again, nothing comes out. He tried a few times but it happened every time and did not work as intended to close the subcuticular layer of the skin. He tried 3 on the same patient. 09/22/2021- follow-up response- (B)(4) was there patient involvement in every reported condition? Every time it was when dr wanted to close - they do not open the insorb before he ask for it. Was there any adverse effect as a result of reported condition? No. Was there any additional medical attention? No. Was there any significant delay as result of the reported condition? 30 minutes delay?" No only say about 10 min in between opening a new device every time. Insorb 30 stapler 2030. E-complaint (B)(4).